Event description:
Patient underwent a ventriculoperitoneal shunt with medtronic stratovalve/codman programming in 2006. Patient then relocated. According to the medical record, the patient had seen a neurosurgeon for new onset of seizures. The patient showed continued hydrocephalus. The shunt had been reprogrammed with no apparent improvement in symptoms. According to family, the patient was quite functional prior to the new onset of seizure activity. A head CT showed increased hydocephalus. Patient's mental status continued to deteriorate to a point of unresponsiveness. Patient was taken to the operating room for revision of her ventriculoperitonel shunt and replacement of a new medtronic stratovalve. Patient also has past history of nonsmall cell carcinoma of the lung with liver and bone metatases. Hydrocephalus was noted after chemotherapy. Unfortunately, the patient expired the following month. Probably not related to the implanted device, but her overall medical condition. Patient never regained awareness after reimplantation of device.